Event description:
According to the reporter, prior to use, the screen of the handle showed a file error. A new powered handle was used to resolve the issue. There was no patient involved. Medtronic's initial evaluation of the incident is that the inability to read the software blob is a sign of the micro secure digital (sd) card being corrupted.

Manufacturer narrative:
H3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Post market vigilance (pmv) led an evaluation of one signia powered handle for a non-reportable condition. Functional testing found that the handle powered on and displayed the file error screen during initialization. The handle displayed a power handle error after it initialized. The handle was connected to the master control panel (mcp), and the device software blob could not be read. The inability to read the software blob is a sign of the micro secure digital (sd) card being corrupted. It was reported that the screen had an irregular display. The reported issue was confirmed. The most likely cause was a software issue. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The evaluation detected an unreported condition: of 'no piezo tones' that was not related to the reported condition. Functional testing found that no piezo tones were heard during testing. The handle was opened up, but no damage to the internal components typically associated with a lack of piezo tones was found. The most likely cause for the additional condition is a software issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.